Event description:
Reporter alleged obtaining a result of 24.5 mmol/l on compact plus system 1 compared back to back with a result of 5.0 mmol/l on compact plus system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. This medwatch report is for the suspect device used in system 2. Reference medwatch report with (B)(6) for the suspect device used in system 1. After the initial report was filed, new information was provided by the customer. The customer indicated that 2 separate vials were used in the incident and the lot number for the second vial is not known because the vial was discarded. Therefore, the lot number, expiration date, manufacture date, and retention data are not available. Device was discarded.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. This medwatch report is for the suspect device used in system 2. Reference medwatch report with (B)(6) for the suspect device used in system 1.